Manufacturer narrative:
Phone number (B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the defibrillator "is not coming on at all, nothing on lcd screen". The system was unable to boot one day. The next morning, the system was on for 20-30 seconds before shutting down. There was reportedly no patient involvement.